Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The fse replaced the assy/flex to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, arm 1 displayed error 32100. The system showed two options: restore the fault or deactivate arm 1. When attempting to restore the fault, the error reappeared. The procedure was completed with no reported injury.